Event description:
It was observed that during the device evaluation, the subject device exhibited a flashing image and light guide bundle was slightly interrupted and weakened. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flashing image due to component failure of the insertion section and the light guide bundle interrupted and weakened due component failure of the light guide bundle. The most probable cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.